Event description:
An ide patient with neck pain greater than one year was treated with anti-inflammatories and physical therapy. Patient underwent x-rays on (B)(6) 2003 and was treated with fusion at c6-c7 with an acdf plate and four screws on (B)(6) 2003. Patient underwent cervical epidural at c7-t1 for shoulder pain and radiating arm pain on (B)(6) 2004. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.